Event description:
An endurant iis stent graft system was attempted to be implanted in patient for endovascular treatment of a 5.3 cm diameter abdominal aortic aneurysm. It was reported that during the index procedure, the physician tried to deliver the bifurcated device through the right common femoral artery. After dilating, ballooning and stenting the right common femoral artery with a 10 x10 x 82mm endurant limb, the physician was still unable to deliver the bifurcated device into the aorta. The physician then attempted to deliver the bifurcated device via the left common femoral artery. A 18 french sentrant sheath was used. However, the bifurcated device would not advance and the delivery system got tangled in the common iliac artery. When the physician removed the device through the sentrant sheath, part of the vessel remained attached to the delivery system. The patient was coding. The physician then inserted a reliant balloon over the wire on the left side and inflated in the distal aorta and proximal common iliac artery area. Another balloon was inflated over the wire on the right side and the balloon was inflated below the renal arteries. A 16x13x124 endurant limb device was inserted over the wire on the left side and deployed in the proximal common iliac artery and extended down into the external iliac artery. Once the patient was stabilized, the device on the left side was removed. The left proximal common iliac artery was oversewn and a femoral to femoral bypass from right to left was performed. It was noted that the case lasted a long time. Per the physician, the cause of the event was due to patient anatomy, tortuous and calcified iliac arteries. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation results are: a review of pre-implant CT¿s confirmed that the patient had a 5.3cm max diameter infrarenal aaa. The infrarenal neck diameter just below the lowest left renal artery measured 25mm and contained thrombus. The neck was angulated ~60 deg a-p and 55 deg l-r; relative to the distal aorta. The aaa sac contained significant thrombus; 2 ¿ 3cm flow lumen diameter. The distal aortic diameter was 2cm x 3cm. The common iliac arteries were moderately tortuous and extensively calcified. The right common iliac artery diameter ranged from 16 ¿ 14 ¿ 11mm, and the left common iliac artery ranged in diameter from 17 ¿ 15 ¿ 10mm. Both external iliac arteries were also extremely calcified and diseased. The right external iliac was ~7mm in diameter and the left external iliac was 7 ¿ 9mm in diameter. The exact cause of the stent graft vessel perforation, could not be determined from the pre-implant films provided. Images during the attempted implant and post-procedure were not available for review. However, it appears that implanting within the highly diseased anatomy, tortuous and extensively calcified iliac vessels, likely caused the events.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.